Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2638 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC leaked when being flushed with saline. Action taken: contacted infusional services and dr. Line removed.